Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) over infused. It was further reported that the infusion was over within 24 hours instead of 48 hours despite compliance with the recommendations for use (positioning of the flow regulator, positioning to size, etc.). The issue was identified during use of the device on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 22, 2021 - march 23, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.